Event description:
Just after a pt had been transferred from the imaging table to the pt bed, the c-arm portion of the ge innova 2000 c-l arm demonstrated uncontrolled rotation. The upper portiion of the image detector on the c-arm collided with the bed mattress, just missing the pt.